Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt results were obtained for non-vitros mas and vitros tdm quality control (qc) fluids processed using vitros chemistry products phyt slides lot 2616-0165-6832 on a vitros 5600 integrated system (s/n (B)(4)). The assignable cause was an instrument related issue. A within-run phyt precision test was processed and the results were outside of ortho guidelines on two different phyt lots, indicating the vitros 5600 system was not performing as intended. The ortho field engineer performed service actions to the microslide incubator including replacing the cm/rt rotor. Following service actions, acceptable precision results were obtained indicating the vitros 5600 system has been returned to expected performance. There is no indication that vitros phyt slide lot 2616-0165-6832 was not performing as expected.

Event description:
A customer obtained lower and higher than expected vitros phyt results for non-vitros mas and vitros tdm quality control (qc) fluids. The results were generated using vitros chemistry products phyt slides processed on a vitros 5600 integrated system. Vitros tdm iii lot x6157 = 35.23 versus expected 27.3 ug/ml. Mas lot lia20040 level 3 = 27.19 versus expected 35.8 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
A potential issue related to the absolute response rates and the dose response curve of phyt coating 0165 is being investigated. The FDA¿s new york district office was notified of this issue on 16 may 2018. Please refer to report # 1319809-05/18/2018-001.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).